Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to an elevated blood glucose (bg) level. Reportedly, the continuous glucose monitor read ¿high¿, however, an exact bg value was not provided. Customer administrated a manual insulin injection prior to being hospitalized in attempt to resolve bg level. Customer was treated with intravenous saline and insulin while admitted to the hospital. The customer was released from the hospital on (B)(6) 2022 with no permanent damage. Reportedly, the insulin gauge was inaccurate and static. Tandem technical support performed a pump system check and determined the pump functioned as intended. Customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room, and was subsequently hospitalized due to an elevated blood glucose (bg) level. Reportedly, the continuous glucose monitor read ¿high¿, however, an exact bg value was not provided. Customer administrated a manual insulin injection prior to being hospitalized in attempt to resolve bg level. Customer was treated with intravenous saline and insulin while admitted to the hospital. The customer was released from the hospital on (B)(6) 2022 with no permanent damage. Reportedly, the insulin gauge was inaccurate and static. Tandem technical support performed a pump system check and determined the pump functioned as intended. Customer reverted to an alternate method of insulin therapy.